Manufacturer narrative:
The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully installed and successfully verified. At the visit on site, the company clinical application specialist (cas) did several fluence tests. The first fluence test gave a result of out of the tolerance range. Thus, the cas reduced the energy by 0.01 mj. After this, the cas received the result of in the tolerance range. Then, the cas performed several fluence tests, which were all good and stable. This energy discrepancy of 0.01 mj is considered minor. This discrepancy is not likely to contribute or cause an over correction in a relevant range. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause could not be identified conclusively, based on the limited available details. Potential contributing factors: a) through talking to the customer, the cas identified, they had not waited long enough to do the first fluence test, and they did not wait long enough measuring the test disc, i.e. The value had not ceased to change yet. Through the instructions for use (user manual), the user is advised regarding the fluence test: "briefly wait until the value indicator ceases to change". B) furthermore, the cas noticed that they seem to have some problems with the loading of the patient data (the doctor already indicated that it took a long time). When the flap is open for long time, this may dry the cornea and may contribute to over correction. (B)(4).

Event description:
A customer reported fluence was unstable with excimer laser. Fluence test was repeated and outcome was reported to be higher. The surgery day contained several patients which most of them reportedly resulted in over corrections. Upon follow up, it was learned that site did not wait long enough to do the first fluency test and did not wait 15 seconds to measure polymethylmethacrylate (pmma). It was also noted that site is a taking a while between lifting the flap and starting the treatment due to surgeon coding.